Manufacturer narrative:
The dual motor drive (dmd) was installed on the test system and started up with no issue. System was working with no issue after ten power cycles and one hour idling.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the dual motor drive (dmd) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a customer called in to report that the surgeon side console (ssc) ergonomics were messed up and not working. The ssc viewer would not raise or tilt, but the armrest and foot pedal were able to move. The caller stated that they were getting a 31046 error. They had tried to recover from the error and reboot the system, but the error remained. The tse tried to view the system logs, but the system was not connected to the network. The site continued with the second ssc. The procedure was completing as planned with no reported injury.